Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shock. Boston scientific technical services (ts) reviewed the data and stated it was likely atrial driven post anti-tachycardia pacing (atp). Further, it was noted that there was a therapy exhaustion. Additional information was received verifying that shock delivered was for atrial tachycardia with rapid ventricular response. The patient was given more anti arrhythmia medication and ablation was considered. This ICD remains in service. No adverse patient effects were reported.